Event description:
It was reported that during central processing, the user facility identified splintering shaft on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Some scratches were axially aligned with the tube and some scratches were axially aligned with the main tube, which covered the whole circumference of the main tube. No other damage was found. Evidence not conclusive but main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.